Manufacturer narrative:
Exact date unknown, event occurred several years ago. Explant date: ni.

Event description:
It was reported that the patient was explanted several years ago for an unknown reason. No further information has been obtained despite good faith efforts.